Event description:
Lot: 3126871, (two boxes with same lot). Catalog: 6mmx31 pen needles,(box was discarded). Date of event: unknown. Samples: no. Reported pen needle clog with two boxes. Stated, over 10 pen needles affected from each box. Stated, no insulin flow when taking injections. Stated, he does not test his pen needles before taking injections. Replacement only. Cl.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.